Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2000 and (B)(6) 2007 and mesh were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections, urinary problems, recurrence, bleeding, dyspareunia and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh removal on (B)(6) 2011 due to mesh erosion. It was reported that the patient underwent exploratory laparotomy and evacuation of hematoma on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.